Event description:
It was reported that when patient presented in the clinic for routine check, high, out of range, low voltage lead impedance issue was observed on the ra lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. There were no complications during or post procedure. Patient was stable.